Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issues. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead is not expected to return.